Event description:
The customer received a blood glucose reading of 47mg/dl on the contour . She stated she felt dizzy but did not require medical intervention. Customer transferred the test strips from original bottle to a medicine bottle, so product information was not provided. New meter was sent to customer.